Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13726, related manufacturer reference number: 2017865-2020-13599. It was reported that the patient presented to the hospital after developing a systemic infection. Both the right atrial (ra) and right ventricular (rv) leads were noted to have vegetation. The entire system including the pacemaker, ra and rv leads were explanted on (B)(6) 2020. The patient was in stable condition.